Event description:
On 11/20/96, a left double j stent was placed in the pt's renal pelvis above the stone. Pt tolerated procedure well, however, on 11/21/96 another cystoscopy was done and it was discovered that the stent had migrated inferiorly and the stone was obstructing the kidney. The stent was removed and replaced with a 6 french contour stent.